Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was damaged. Customer stated the battery cap was cracked after being tightened too tightly. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 405 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. Severe stripped battery cap coin slot noted.